Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an scs implant procedure on (B)(6) 2025, one lead was sheared while inserting and removing the lead in the epidural space. Part of the lead remains implanted in the patient. As a result, surgical intervention may be undertaken in the future to address the issue.